Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8,d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The investigation found fluid within the scope connector which resulted in the reported error. Based on the results of the investigation, the issue is attributed to an electrical component problem and traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a communication error e237 during reprocessing. There was no patient involvement.